Event description:
A malfunction alarm was reported, identified as malf 0. There was no adverse impact to the customer's blood glucose level. The customer did not experience a recurrence of the malfunction after resetting the pump, and was advised to continue using the pump while being instructed to call back if the issue reoccurred.